Manufacturer narrative:
(B)(4).

Event description:
The health care professional stated the device did not work for the pt as the pt still had "urinary issues." The lead was fractured, and the system was explanted. Following the explant, the pt had an increase in urinary incontinence. It was possible the device was providing some therapy for the pt before it was explanted. The pt had a f/u appointment with her hcp about a month after the explant, but it was cancelled and never rescheduled.`